Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 480 mg/dl. The customer stated that her blood glucose levels were high because the cannula was bent. The customer stated that she has experienced bent cannulas in the past. Advised the customer to contact her health care professional to discuss different infusion sets. Nothing further was reported.